Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The area technical operations manager (atom) for a user facility contacted fresenius technical services with a part number request in order to replace a leaking pump seal in stage 2 of the aquabplus reverse osmosis (ro) system. Upon follow-up, the atom reported the machine remained out of service pending the arrival and installation of the replacement part. The atom stated that during preventative maintenance thermal decomposition was discovered on the thermal switch in stage 1. Wires connected to the switch were burned. Additional information was requested however a response was not received. There was no harm to any patients or individuals because of this malfunction. There was no reported burning smell, smoke, spark, flame, or arcing. No samples were reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the manufacturer confirmed the reported issue with the provided intake information. The cause of the reported issue was determined to be a bad electrical contact at the motor protection switch. The contact resistance and pump current increased which led to increased thermal energy at the contacts points. The cable lugs/wiring at the motor protection switch overheated and became discolored/damaged from the released thermal energy. A mains line also could have been missing (as a result of the bad electrical contact) and the thermal overload switch or the motor protection switch (depending on the operation mode) was loaded unbalanced and could have tripped, resulting in the interruption of device operation and subsequent error codes/t1 test failures. A contributing factor for a tripping motor protection switch or thermal overload relay could be also power issues (line fluctuations/blown fuse) which do cause higher currents. These constant high currents do also cause a triggered motor protection switch or thermal overload relay. This failure is a known issue. Corrective actions were defined. A new design of the motor protection switch and its wiring was developed but is currently not released for the us market. The affected aquabplus system was manufactured before the implementation of the corrective action in series production. According to the intake information, the issue was resolved by replacing the motor protection switch in stage 1. It is also recommended to check and replace the wiring and motor protection switch in stage 1 and stage 2 with parts to avoid additional failures.

Event description:
The area technical operations manager (atom) for a user facility contacted fresenius technical services with a part number request in order to replace a leaking pump seal in stage 2 of the aquabplus reverse osmosis (ro) system. Upon follow-up, the atom reported the machine remained out of service pending the arrival and installation of the replacement part. The atom stated that during preventative maintenance thermal decomposition was discovered on the thermal switch in stage 1. Wires connected to the switch were burned. Additional information was requested however a response was not received. There was no harm to any patients or individuals because of this malfunction. There was no reported burning smell, smoke, spark, flame, or arcing. No samples were reported to be available to be returned to the manufacturer for physical evaluation.